Event description:
A customer reported receiving a minimum fill notification on their insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Initially, reloading the same cartridge did not resolve the issue, so technical support instructed cleaning procedures and guided the customer through loading a new cartridge. This action resolved the issue, allowing the customer to successfully load a cartridge and resume insulin use.